Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed the actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). Weekly battery voltage trend data in save to disk file shows min battery equals 3.102 to 2.707 volts between (B)(6) 2011 and (B)(6) 2012, is before device recommended replacement time (rrt) less than equal to 2.6251 volt.

Event description:
It was reported that the device battery voltage had dropped from 2.96 volts to 2.76 volts in the past year. It was noted that the device is programmed to nominal battery voltage, no shocks have been delivered and pacing has not been reported. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). Weekly battery voltage trend data in save to disk file shows min battery equals 3.102 to 2.707 volts between (B)(4) 2011 and (B)(4) 2012, is before device recommended replacement time (rrt) less than equal to 2.6251 volt.

Event description:
It was reported that the device battery voltage had dropped from 2.96 volts to 2.76 volts in the past year. It was noted that the device is programmed to nominal battery voltage, no shocks have been delivered and pacing has not been reported. The device remains in use. It was further reported that three months later, the device battery seemed to drain quick and that the battery voltage had dropped to 2.71. The longevity tool was predicting 0-3 months until elective replacement indicator and early battery depletion was suspected. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device battery voltage had dropped from 2.96 volts to 2.76 volts in the past year. It was noted that the device is programmed to nominal battery voltage, no shocks have been delivered and pacing has not been reported. The device remains in use. It was further reported that three months later the device battery seemed to drain quick and that the battery voltage had dropped to 2.71. The longevity tool was predicting 0-3 months until elective replacement indicator (eri) and early batty depletion was suspected. The device remains in use. It was later reported the device reached eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.